Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from (B)(6) that zosyn ran for 4 hours and 30 minutes instead of 4 hours as intended. The bag was empty when the air in line alarm alerted the nurse. The zosyn was running through the primary line, with volume to be infused (vtbi) of 100ml and with a set rate of 25ml/hour. It was verified that the device was programmed as intended. There was no adverse effects caused to the patient as a result of the event.

Event description:
It was reported from nscc that zosyn ran for 4 hours and 30 minutes instead of 4 hours as intended. The bag was empty when the air in line alarm alerted the nurse. The zosyn was running through the primary line, with volume to be infused (vtbi) of 100ml and with a set rate of 25ml/hour. It was verified that the device was programmed as intended. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Investigation conclusion: the reported complaint that the pump module infusing fluid slower than expected was confirmed through testing, believed to be the result of damaged bezel bosses. A failed timed rate accuracy test resulted in an internal inspection of the pump module which revealed multiple cracks on the bezel assembly. Separation on the bezel bosses was observed when slight pressure was introduced. Separated bezel bosses can result in the occluder fingers and/or pumping fingers not being in the required position because the broken bezel posts cause the fingers to move out of proper position. This shift in position can be intermittent due to the effect of the movement of the fingers not being constrained by the bezel post because it has become separated. Because the occluder and/or pumping fingers are not in the proper position, there may be failure to occlude and/or failure to pump which can lead to over or under infusions. Testing performed found the source pump module¿s air detection system operating in specification. The device was being used for treatment. Device inspection, pump module s/n (B)(6): the instrument seal was observed intact. Cracks were observed on the front lower bezel hinge and upper rear case. Both iui connector contact pins were observed to be dull on the device. Dried fluid ingress was observed in the right iui rear case cavity. Multiple cracks were observed in the on the bezel assembly (bottom right, top left, and top right). Separation was observed when applying slight pressure at the bottom right and top left bezel boss cracks. All other possible replacement parts were observed to be bd parts. Bezel date code: april 2011 ¿ (affected by recall april 2011 ¿ june 2017). Root cause analysis: the probable root cause of the customer's complaint of an under infusion was identified attributed to separated bezel bosses on the bezel assembly. Device history review: review of the pump module service history record showed the device had a manufacture date of 08jun2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 27aug2020 and indicated that this device has been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.